Manufacturer narrative:
(B)(4). On 05/11/2016 follow-up information was received. Eea sizers were used. Stapler was fired as usual and there was no indication for concern. When the stapler was opened the anastomosis fell apart like there were staples missing. No malformed staples were noticed. The end to end anastomosis could not be completed and the surgeon created a colostomy. The colostomy is expected to be reversed in 4-6 months. There was unanticipated tissue loss of 2-3cm of bowel. There was tissue damage when the stapler cut tissue without a complete staple line. The or time was extended 45-60 and no adverse events were reported as a result of the delay in surgery. Patient status described as fine. The device was returned april 26, 2016. Post market vigilance (pmv) led an evaluation of one eea 31mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and cross cutting staples were observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut.

Manufacturer narrative:
(B)(4) (B)(6) .

Event description:
According to the reporter, during a low anterior bowel resection, the stapler was fired and the stapler did cut the tissue and some staples remained in the device. There was a misfire and the staple line was incomplete. The incision was extended 1.5 inches in order to create a colostomy. The or time was extended more than 30 minutes. No reinforcement material was used. Last known patient status: stable.